Event description:
A customer contacted beckman coulter inc. (Bec) reporting that a few drops (half a spoon) of clear fluid leaked from the probe of their coulter act diff analyzer. No injury or exposure was reported. The customer was going to run controls when they noticed the leak; no patients' samples were run. There was no affect to patient results.

Manufacturer narrative:
Bec customer technical support (cts) performed troubleshooting with customer on the phone. Cts had the customer run bleach through the aspiration pathway of the unit 3 times and flush it with di (deionized) water. The customer then ran a start up which passed. The issue was resolved. The cause of the leak is unknown however troubleshooting performed by cts resolved the issue. (B)(4).